Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 3-4 and a prolapsed posterior leaflet. A mitraclip xt was implanted, reducing mr to grade of 1. Roughly three months later, the patient returned to the hospital and an echocardiogram revealed that the clip had detached from posterior leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda), causing the mr to increase to grade 3-4. On (B)(6) 2023, a secondary mitraclip procedure was performed to treat the mr with grade 3-4. A mitraclip xt was implanted. The mr was reduced to grade 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the mr returning to pre-procedural baseline was due to the single leaflet device attachment (slda). The reported incomplete coaptation (postprocedure) associated with the slda appears to be due to challenging patient anatomy (large leaflet prolapse). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated.